Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 82-year-old male patient had a impella cp support ongoing when the team had to replace the aic due to a controller error and ps loss. There was no harm or injury from the replacement, the team followed the instructions for use (IFU) and placed the pump on a 2nd aic. The 2nd aic additionally had purge issues and so the team utilized a 3rd console.